Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged. Additional information indicated that no capture was noted on the ra lead and lead dislodgement was verified through chest x-ray. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
Additional information indicates that this right atrial (ra) lead was dislodged again. The ra lead was repositioned and remains in service. No additional adverse patient effects were reported.